Manufacturer narrative:
Manufacturer's investigation conclusion: review of submitted photographs confirmed the report of damage to the prior driveline replacement site. The submitted photos showed that the outer gray shrink tubing was completely separated at the distal end of the driveline replacement site, exposing the underlying black shrink tubing and white outer silicone sleeve. In addition, review of the photos showed small tears in the white outer silicone sleeve of the driveline adjacent to the gray shrink tubing at the proximal end of the driveline replacement site near the patient's exit site. The photos did not show any obvious damage to the underlying layers of the driveline in the areas of damage to the gray shrink tubing and outer silicone sleeve. No alarms or functional issues with the lvas were reported in association with this event. The submitted system controller log file contained data from 31aug2019 ¿ 03sep2019 and showed the pump operating normally with stable vad parameters. The driveline wire electrical continuity data recorded in the log file was graphed and showed that all three motor phases remained stable with no indications of a potential wire conductor breakdown issue. When compared to the log file data previously submitted in july 2018, the wire continuity data did not reveal any significant changes. No atypical alarms or events were captured and the pump speed remained above the low speed limit without issue for the duration of the log file. The system appeared to be operating as intended with no indications of potential driveline wire damage. Information provided on 05sep2019 indicated that the driveline was reinforced with rescue tape and the patient was stable. The patient remains ongoing on vad-10708 and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Percutaneous lead repair was previously reported under MFR# 2916596-2018-02879. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2011. It was reported that the patient had a percutaneous lead splice that is breaking down. Analysis of the log file did not recover any unusual events. There were no significant changes in the log file drive line data. Rescue tape was applied to the tear and the patient is stable. No additional information was provided.